Event description:
Tech reported a system 1000 hemodialysis device switched to an unintended concentrate proportioning ratio before a pt was on the device. The device was in rinse mode when it gave a high conductivity alarm. It was then realized that the device was on an unintended concentrate proportioning ratio. There was no pt injury or medical intervention associated with this incident.